Event description:
Ous MDR - it was reported that the lead was explanted 74 months after the implantation due to an increment of the shock impedance to >150 ohms. During the extraction procedure, the stylet did not pass properly through the lead.

Manufacturer narrative:
The correct analysis results are now attached. The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. Consistent with the clinical complaint, the electrical analysis measured a conduction interruption of the rope conductor to the shock electrode. The subsequent visual inspection showed a conductor fracture of the rope conductor 52 cm distal of the is-1 connector pin. This damage is with high probability the cause of the shock impedance of greater than 150 ohm. The insulation was also damaged by abrasion in the area of the conductor fracture. The damage pattern leads to the assumption of high mechanical stress of the lead in the implanted state. The reasons for an increased stress level of the lead cannot be conclusively determined. An accumulation of various influence factors should be considered. This includes a strong ingrowth behavior of the lead in the distal area and fibrosis formation at contact with the myocardium. An unfavorable implantation position of the lead is also a known influence factor. In addition, both the individual anatomy and increased physical activity of the patient, especially involving the upper body, play a role. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.